Event description:
It was reported that a patient underwent an initial hip arthroplasty on (B)(6) 2019. Subsequently, a revision procedure due to ceramic head fracture was performed on (B)(6) 2020. Head and liner were revised.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records, complaint history and radiograph review. Two anterioposterior (ap) radiographs were provided with (B)(4) for analysis: one postoperative ((B)(6) 2019) and one pre-revision ((B)(6) 2020). The inclination angle of the acetabular shell in the postoperative ap radiograph is approximately 33 degrees (measured with imagej v1.52n, nih, USA), which is significantly lower than the recommended surgical inclination angle of 45 degrees in the trilogy it acetabular system surgical technique. This may have contributed to the fracture of the femoral head due to unusual load distribution and elevated stresses. However, this cannot be confirmed with the provided information. The pre-revision ap radiograph shows fracture of the biolox delta femoral head. The femoral head appears to be fractured into three major fragments that are visible in the lateral joint space. Radiopaque spots are also visible in the joint space below and lateral to the the acetabular shell, which are likely to be ceramic debris generated during or after the fracture, however the source of the debris cannot be confirmed with the available information. The manufacturing history records for the biolox delta femoral head and bimetric stem have been checked and verify that the components were manufactured and sterilized in accordance with the applicable specifications. The zimmer biomet product experience report (zper) provided with the complaint mentions that one week post op the patient had a feeling of an unstable hip joint and a crunchy noise from his hip. This observation from the patient was one week postop, whereas the fracture occurred approximately 7 months after the primary surgery. More information is required to know whether this observation from the patient is related to the fracture of the femoral head. The reason(s) for the fracture of the biolox delta femoral head could not be established based on the provided radiographs and other information. However, suboptimal acetabular cup positioning could be a contributing factor. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the complaints database over the last 3 years has found 2 similar complaints for the item including (B)(4). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. Risk assessment: the event reports revision due to fractured ceramic. Risk management report bhp003.rmr.01 rev 01 and I/o table ukf0591-bhp003 rev 03 documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk table could not be selected for comparison. The reported event states revision due to fractured ceramic. Lines 1.3.2.1 and 1.3.2.2 of risk file ukf0591-bhp003 rev 03 relate to the reported event ¿ device fracture or damage to acetabular components. These lines have a severity score of 3 which is defined in the rmr as prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. Therefore, the outcome of the reported event (surgical intervention) is in line with the rmf. In order to calculate the occurrence rate, sales and complaint data for this item number have been obtained, and are attached for a period of the last 3 years prior to the notification date, being july 2020. Sales (july 2017 to july 2020) = (B)(4) units. Complaints search was conducted for events occurring between july 2017 to july 2020 for item 650-1161. 2 complaints were identified for this item number including (B)(4). Therefore, the calculated occurrence rate is 2 in 9779 or 1 in 4889. As multiple hazards (lines) result in a hazardous situation of fractured implant, and the root cause of the above complaint has not been determined, a specific hazard (line) cannot be selected for the reported event. As a hazard cannot be selected, the occurrence score for one hazard cannot be attributed to all events, and therefore cannot be used for comparison. If further information regarding the root cause of the reported event are provided risk should be re-assessed.

Manufacturer narrative:
(B)(4). Initial MDR report patient information is not allowed by country regulations. Report source, foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it has been discarded. Concomitant medical products: medical product: bmtr lat ha/pc 11x135mmt1, catalog #: 650-0219ha, lot #: 3955003. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00340. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent primary surgery on (B)(6) 2019. Subsequently, a revision surgery was performed on (B)(6) 2020 due to fractured ceramic caput. New ceramic head and a ceramic liner implanted. The patient had symptoms of the hip joint not functioning as expected.